Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported the jaw broke off of the device. This was during an abdominal myomectomy. Additional product information was not available and there were no patient consequences reported.